Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy early. The device ran for 703 pulses and was deactivated by the user. The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Damages were observed on the slide retract and hard cannula indicating that the hard cannula had been incorrectly installed in the slide retract. This incorrect installation resulted in the needle failing to retract after needle mechanism deployment. The hard cannula was also observed to be bent toward the distal tip. It could not be determined when this damage occurred as the pod was received with the formed needle exposed. The exact cause of the damage could not be determined. It could not conclusively determined if this damage contributed to the reported event. The soft cannula was observed to be torn. When this damage occurred could not be determined. The exact cause of the damage could not be determined.